Manufacturer narrative:
The patient was being monitored for acute kidney injury and an abnormal heart rate. The patient started showing rhythm changes, and the telemetry tech called the nurse, who did not respond. The patient developed extreme bradycardia, comma, which deteriorated to asystole. The patient subsequently passed away due to hypoxic respiratory failure, leading to cardiopulmonary arrest. It was indicated the speakers were working at the central station, and the volume was set to level 4, which was audible for the care area. The care unit setup includes two surveillance stations with one overview station for remote telemetry. There is a central monitoring unit with telemetry techs, and the nurses have cell phones with the care assist app. The telemetry techs call the nurses with abnormal findings, and the nurses also have the ability to see these real-time on their phones. A review of the audit logs revealed alarms appearing on the screen. Analysis was performed by philips technical consultant (tc) who went onsite to review and perform testing of the device to confirm proper function. The (tc) advised that no issue were identified during onsite testing. The tc stated that tele box 3601a was connected to sector and put in demo and alarm was generated. System working fine and as expected. The tc collected system and audit logs. It was stated that the device in question was tested and was working fine per specification. Based on the analysis, the device performed per specification. No trouble was found and the device was working to specification.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing of the device to confirm proper function. The philips technical consultant (tc) advised no issue were identified during onsite testing. The tc collected audit logs to send for further review. It was stated that the device in question was tested and was working fine and as expected.

Manufacturer narrative:
The field service engineer (fse) evaluated the device in question was tested and was working fine. The tele box 3601a was connected to sector and put in demo and alarm was generated. System working fine and as expected. Pending review of the alarm logs. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nurses did not hear the alarm and the patient passed away. No additional information was provided; therefore, good faith efforts are being performed.